Manufacturer narrative:
Additional information: h6- ec method code desc - 1: device not returned (4114). H6- ec results code desc - 1: changed to no findings available (3221). H6- ec conclusions code desc - 1: changed to known inherent risk of device (22). H10- added summary of investigation. Investigation-evaluation: device was not returned. The complaint / event that was entered into trackwise: "study protocol: (B)(4). Hemothorax; bleeding requiring transfusion / treatment". The quality assurance department reviewed the complaint/customer communication: "the challenge with this complication was that the hemothorax was a late presentation. It did not appear immediately during the case but a day later. We also did a complex reimplant of new leads after the extraction. That is why I said it was ¿probably related to the sheath¿ rather than definitely. If I had to guess, I¿d say it was the long sheath (rl controlled rotation dilator sheath set) that caused it." The device was not returned, therefore a physical investigation of the device was not performed. The device history record (DHR) could not be reviewed as the lot was unknown / not provided. A manufacturing failure/defect of the device could not be confirmed with the information provided. Adverse physiological response is a know failure mode of this device. This complaint will be monitored and trended through the cvi complaint handling and the post market surveillance processes. A risk assessment will be performed via qera 200724.1 and documented in the complaint summary of trackwise. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that on (B)(6) 2019 patient: (B)(6) for study: (B)(4) under went a lead extraction procedure in which 2 of 3 leads were replaced due to failure or malfunction. On the same day the patient developed a hemothorax that required placement of a chest tube. The patient also required transfusion due to bleeding. It is suspected that the bleeding which required the transfusion was probably related to the device and causally related to the procedure. The study site indicated that this event was not due to device deficiency.

Manufacturer narrative:
Product code: dre. Concomitant products: cook bulldog¿ lead extender (lr-led01), cook evolution® rl shortie controlled-rotation dilator sheath set -11fr (lr-evn-sh-11.0-rl), cook liberator® beacon® tip locking stylet (lr-ofa01), cook one-tie® compression coil (lr-ote-n). PMA/510(k): k141148. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation.

Event description:
It was reported that on (B)(6) 2019 patient (B)(6) for study 16-04 under went a lead extraction procedure in which 2 of 3 leads were replaced due to failure or malfunction. On the same day the patient developed a hemothorax that required placement of a chest tube. The patient also required transfusion due to bleeding. It is suspected that the bleeding which required the transfusion was probably related to the device and causally related to the procedure. The study site indicated that this event was not due to device deficiency.